Event description:
The customer observed falsely elevated sodium results generated on the alinity c processing module for multiple samples that were not reported out of the lab. (Customer provided sodium reference range 136 ¿ 145 mmol/l) the customer provided the following results: sid: (B)(6); original result (ac02761): 177 mmol/l, rerun (ac02770): 139 mmol/l. Sid: (B)(6); original result (ac02761): 199 mmol/l, rerun (ac02770): 140 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Completed information for patient identification: sids (B)(6). All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The field service engineer (fse) performed extensive troubleshooting to resolve the issue, which included precautionary replacing multiple parts and cleaning the alnty c-series cuvtte d, as the part was contaminated/dirty. During that troubleshooting service discovered the r1 probe was bent and dispensing into adjacent cuvette segments, therefore generating residual fluid detection errors. Service replaced and calibrated the part. Therefore, the alnty c-series reagent was deemed the likely cause for the falsely elevated ict results. The ict module is used for analysis of electrolytes on the alinity c processing module. The module function was verified with a control/precision run. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. The instrument service history review determined that there were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alnty c-series reagent did not identify any trends. Review of the product monitoring review for clinical chemistry systems did not identify any similar issues related to the alinity c system. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module, serial number ac02761 or the alnty c-series reagent was identified. All available patient information was included. Additional patient details are not available.